Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not finish power up sequence) has been confirmed. The cause for the monitor not completely powering up is a defective digital signal processor component (u500) on the computer/analog board. The root cause for the defective u500 cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's son contacted zoll customer support to report that the patient's monitor would only power up to the "zoll wearable defibrillator" screen and would not continue the power up sequence. The patient was provided with a replacement monitor.